Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectopexy and left salpingo-oophorectomy due to recurrent rectal prolapsed and recurrent left paraovarian cyst. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure due to recurrent prolapse on (B)(6) 2004 and a mesh was implanted. It was reported that she experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence; dyspareunia; perforation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.